Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise and low voltage lead impedance on the atrial lead. The lead was capped and replaced. The patient was stable.